Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a trial patient in basic evaluation. It was reported that patient was hurt to walk and she walked with a walker. She felt uncomfortable at 2.5 pm and that was why she cathed herself. She increased amplitude level and it caused some pain. Patient was educated on how stimulation worked. Patient also reported that she sits for about 15 mins to see if she can void on her own before cathing. A day later, patient further reported she was moving real slow today. It was unknown if the issue was resolved at the time of the report. Patient status was noted as alive, no injury. There were no further complications that have been reported as a result of this event.